Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer via regulatory authority in (B)(6) on 02-jul-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Immediately after insertion, consumer developed severe pain in abdomen. She waited a couple of days, but the pain got worse so she went to consult the general practitioner several times. She also re-visited the hospital. Consumer had continuous abdominal pain, sometimes with severe aches. She also had severe tiredness and states that she did not have these complaints prior to essure insertion. Exploratory surgery showed that the coils were located in situ. Gynecologist suggested removing the fallopian tubes and uterus and, on (B)(6) 2013, surgery was performed. The severe pain is resolved now, but she still has minor abdominal complaints. No further information was provided, nor can be obtained since the case was reported to (B)(6). Case considered to be closed. Ptc investigation result was received on 14-jul-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 16-jul-2015 for the following meddra preferred term: procedural pain. The analysis in the global safety database revealed 168 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain immediately after insertion. This event was considered serious due to medical importance and is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, consumer stated that she did not experience this event prior to essure insertion. It was reported that the coils were located in situ and she had her fallopian tubes and uterus removed. As the event occurred immediately after essure insertion, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to the required intervention. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information can be obtained.